Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the returned head was unable to interrogate when its cable was manipulated and therefore the cable was replaced. It was additionally noted that the label was delaminated and therefore the label was also replaced. (B)(4).